Manufacturer narrative:
H3 and h6. Codes: updated. Received one (1) used gripper plus and one (1) customer image was returned of the sample in a container. As received the gripper plus base and needle were observed to be separated. No other damage or anomalies were observed. The needle was reassembled, attaching the base to the needle. The safety mechanism was then engaged with no difficulty. The complaint of separation was confirmed, and the probable cause was unknown. The complaint of safety mechanism malfunction cannot be confirmed nor replicated. A device history record review was unable to be performed as the lot number was unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when withdrawing the needle after use on a port-a-cath in oncology service, the safety mechanism of the device did not activate as expected. The needle mismatched incompletely, resulting in two distinct elements in the user¿s hand. The defect was found in use with a patient, precisely during the removal (unsticking) of the needle. There was patient involvement.